Event description:
It was reported that the customer passed on (B)(6) 2021. The customer passed away due to natural causes on (B)(6) 2021 at home. The customer's blood glucose level at the time of death was unknown. Customer¿s wife found customer at the desk with head down later emergency medical team arrived and they took customer's blood glucose and it was low but advised caller that customer was already gone hours prior to their arrival. Customer was using insulin pump prior to passing. The device was returned for analysis.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and a21 error test. History download was successful thds and carelink upload was successful. The test p-cap and reservoir does lock in place in the reservoir compartment. However, a cracked reservoir tube lip was noted during testing. The following were noted during visual inspection: minor scratched display window, cracked display window, cracked case at display window corner and scratched reservoir tube window. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. The pump passed the functional testing. A cracked reservoir tube lip was confirmed. (B)(4).